Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. Device interrogation showed there was high thresholds, no capture and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.